Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via national tv broadcasting in (B)(6) on (B)(6) 2015; which refers to herself, who had essure (fallopian tube occlusion insert) inserted. The consumer had 3 children. She reported that essure placement went prosperous and the next day she was back to work. After a short time she experienced a terrible itch in the skin; eczema all over the body, scratching until it bleeds. The itch did not disappear. She also experienced hay fever and was always nauseated. A photo was shown on tv and patient described the following: stuffed eyes, very weepy eyes, and according to her opinion a deformed face: stuffed, thick, circles, oedema and itching. The consumer had several examinations (nos). She was treated with tablets against hayfever (nos) and a special ointment (nos); nothing worked. She asked her dermatologist if the complaints could be related to the implants and according to the dermatologist this was not the case. She also stated that the complaints started after placement of essure and disappeared after removal of essure (no other specified). Follow-up information received on (B)(6) 2015: the consumer, who was (B)(6) when essure was inserted, had complaints for 5 years until she had the metal feathers removed early this year. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred term: eczema. The analysis in the global safety database revealed 3 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(4) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced eczema all over the body; which recovered with essure removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, limited information was provided (no information was given about consumer's allergies or concomitant conditions). The consumer stated her dermatologist believed her complaints were not related to essure. However, as she stated the event started after essure insertion and improved with devices removal; company considers causality with the suspect insert cannot be excluded with the available information. This case was regarded as incident, since essure removal (intervention implied) was reported. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued since this is a social media case.